Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as bumps that ooze and bleed. The patient's doctor recommended the patient increase garment changes to twice per day. The patient's medical outcome is unknown; however, the patient continues to wear the lifevest.